Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, a product non-conformance or device failure could not be confirmed. The complaint does not meet pra escalation triggers nor is a corrective action required at this time. The lot number was not provided thus a device history record was not reviewed. However, as part of the manufacturing process, 100% of the units go through visual inspection, electrical testing and qa sampling inspection.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that blood pressure numbers on the acumen cuff with the hemosphere were significantly different from the numbers the nibp on the ge monitor. Per the customer, the advanced parameters on the hemosphere did not make sense with what the acumen cuff was reading. There was no harm to the patient but due to the discrepancy in readings on the acumen and hemosphere, the hemosphere was discontinued on the case. It is unknown if the device is available for return.